Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose but the device did not alarm. Customer's blood glucose was 41 mg/dl. Customer's blood glucose was 172 mg/dl at time of call. During troubleshooting, device passed the self test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.